Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the cannula was missing after removed it from insertion site. The customer¿s blood glucose level was unknown. Customer reports the introducer needle was not fractured while in the body. The device will not be returned for analysis.